Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the provided pictures identified the explanted devices, including the articular surface, femur, and tibia components. The articular surface shows significant wear along the edge and across the overall surface, with some portions of the edge missing. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed based on the provided picture showing the bearing excessively worn. However, metallosis cannot be confirmed without lab reports. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
It was reported that a patient was revised approximately one year and five months post implantation due to poly wear leading to metal-on-metal wear debris. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10-medical product, femur cemented (cr) standard right size 6, item# 42502606002, lot# 65533513. Tibia cemented 5 degree stemmed right size d, item# 42532006702, lot# 65739963. G2- new zealand. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.